Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone and reported a blank display on the insulin pump. The pump screen will turn off for a couple of hours and then alarm with an a21. The insulin pump was not stored or in use for a long period of time. The customer does not know their blood glucose at the time of the call. The insulin pump will be returning.